Manufacturer narrative:
DHR review was completed. Part: 03.010.523 , lot: 9519960 , manufacturing site: (B)(6), release to warehouse date: 25.aug.2015 . The device history record shows this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material (B)(4) with correct hardness is documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation flow: damage: visual(appearance not as expected) visual inspection: visual inspection performed at customer quality (cq) identified that the distal threads of the driving cap are severely stripped and worn. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Does received condition agree with the complaint description?: yes complaint confirmed?: yes dimensional inspection: unable to perform as dimensional inspection due to the damage observed on the threads of the returned device. Document/specification review: the following drawings were reviewed during investigation and no design issues were noted. (B)(4)investigation conclusion: the distal threads of the complaint device were observed to be severely damaged and stripped, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that striking the driving cap before fully seating it on the insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during resetting of trays, a driving cap/threaded was noticed to have stripped threads and it would not fully seat into the insertion handle. There was no patient involvement. Concomitant device: insertion handle (part unknown, lot unknown, quantity unknown). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).